Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that about two years after the inflatable penile prosthesis (ipp) was implanted, the patient experienced an infection. All components were explanted at a previous date and replaced with a device from a different manufacturer. There is no further information about the patient outcome.